Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from asymptomatic patient with no known history of covid-19. Patient was fully vaccinated but customer does not know when. Patient initially was admitted to the hospital for stemi treatment. Sample 1 was collected on (B)(6) 2021, nasal swab tested withxpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. Sample 1 was then retested on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. Another sample was collected on (B)(6) 2021, tested on vitros 5600, producing positive results for igg and igm antibodies. A third sample was collected on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 05603, producing a result of sars-cov-2 negative. A fourth sample was then collected on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. No known death or deterioration in state of health of the patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from asymptomatic patient with no known history of covid-19. Patient was fully vaccinated but customer does not know when. Patient initially was admitted to the hospital for stemi treatment. Sample 1 was collected on (B)(6) 2021, nasal swab tested withxpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. Sample 1 was then retested on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. Another sample was collected on (B)(6) 2021, tested on vitros 5600, producing positive results for igg and igm antibodies. A third sample was collected on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 05603, producing a result of sars-cov-2 negative. A fourth sample was then collected on (B)(6) 2021, nasal swab tested with xpert xpress sars-cov-2, kit lot 18103, producing a result of sars-cov-2 positive. Cepheid's patient safety board reviewed the data provided by the customer and the following was noted. Testing performed outside the intended use for patient admitted for heart attack. All positive samples (1, 1 repeat and 3) were n2 only detection with late cycle threshold values. Target and spc epf and amplification are normal. Negative result (sample 2) has normal spc. No evidence of product malfunction. This likely represents low concentration of viral nucleic acid at or below assay's limit of detection in combination with sample variability. No reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.